Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient called the rep to report that they cannot reach the desired intensity. The rep met with the patient and electrode 3 is avoid. The event date was asked but unknown. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The rep programmed around and the patient is getting coverage of their pain. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.